Event description:
After deployment of cardiac stent, the deployment balloon was noted to have ruptured. The balloon was removed from the patient but the balloon shaft wad noted to have become separated. There were no adverse effects to the patient.